Manufacturer narrative:
This section was completed by the manufacturer per cfr 803.52(f) (11) because the information was not initially completed by the user facility. The actual device was returned to the manufacturing facility for evaluation. Visual inspection upon receipt found that the sampling line tube had a cut at approx. 1cm from the edge of the elbow female connector. Magnifying inspection of the cut found that it had been made obliquely to the tube, with no generation of scratch around it. Magnifying inspection of the cut cross-section on the back-flow valve side found the presence of streaks on its surface. Magnifying inspection of the cut cross-section on the elbow female connector side found the presence of streaks on its surface. Further inspected under magnification on each section of the tube revealed a gap, where the tube was noted to have been elongated in one direction. The sampling line tube was cut vertically at an undamaged segment and the inside and outside diameters were measured. They were confirmed to meet manufacturing specifications, being comparable to those of the current product sample. Simulation testing was conducted. The sampling line tube was cut with scissors and the cut cross-section was inspected under magnification. The generation of streaks in the same manner as the actual sample was found on the surface. A review of the device history record of the involved product/lot# combination confirmed there were not any indications of production related problems. A search of the complaint file found no previous report of this nature with the involved product /lot# combination. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the investigation result, it is likely that the sampling line tube of the actual sample came into contact with a sharp edged tool such as scissors and got cut. Subsequently during priming air was suctioned into the actual sample from the cut generated on the sampling line tube. All available information has been placed on file in quality management for appropriate tracking, trending and follow up. (B)(4).

Event description:
The user facility reported air bubbles in the oxygenator during priming stage. Follow up communication with the user facility reported the following information: (1) the customer found a cut on the sampling line tube, from which air was being suctioned into the device; (2) the sampling line tube was replaced with a new one; (3) the operation was completed successfully; and (4) there was no patient involvement.